Manufacturer narrative:
Patient reporting discomfort at the implant site. Implanting clinician examined the incision site and determined the discomfort was part of the normal healing process. The patient is currently doing better, and no revision/explant will be performed. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not using antibiotics, patient picking the wound, patient engaging in strenuous activities, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated the cause of the swelling and tenderness was related to the normal healing process. However, the questionnaire shows the clinical representative is unsure if the implanting clinician irrigated the site before closure and whether the skin was prepared, which may have been contributing factors to the occurrence. The stimulator is used for the treatment of pain. The cause of the discomfort is potentially related to the implanting clinician not irrigating the site before closure or prepping the skin (user error-clinician).

Event description:
Patient reporting discomfort and swelling at the implant site. Implanting clinician examined the incision site and determined the discomfort was part of the normal healing process.